Event description:
It was reported that the system displayed an error 60. The add'l info rec'd from the fse reported that this error locks up the system and causes the user to reboot the system. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the membrane keyboard. The system operates as intended.